Event description:
The customer reported that during a tonsillectomy, a covidien pencil was sitting on towels when the medical staff suddenly noticed smoke coming from the towels and arcing from the pencil. The power setting was at 30 coag. The pencil was disposed of. Another pencil was tried and the same self-activation issue occurred. They disposed of that pencil as well. A new generator was brought in and used. The issue was not observed again. No injury to the staff or patient.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation did not identify anything with the unit and handpiece device that would have caused or contributed to the reported event. The investigation found that the unit and handpiece device functions normally and within specification.